Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent left inguinal hernia repair surgery on (B)(6) 2018 during which the surgeon noted he could only remove approximately 80% of the mesh because it was adherent to the femoral vessels and inferior epigastric veins. It was reported that the patient experienced severe pain, nausea, chills, inflammation, infection and loss of appetite. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 3/30/2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.